Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.5/106 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2019. The lens was successfully exchanged intra-operatively. Patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
B5-previously stated that patient injury occurred. Corrected statement: no patient injury occurred. H6-clinical and health impact codes corrected. Device problem 2992 corrected. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: b2 - other serious or important medical events should be removed as it's not applicable. Claim#: (B)(4).